Manufacturer narrative:
The date of the event: was (B)(6) 2016. The customer does not have any patient's information, besides patient is doing well and discharged. The customer reported that customer could not duplicate the reported failure. The customer tested the unit with certifier and it passed. No parts were replaced.

Event description:
The customer reported that the patient breathe rate was significantly less than 133 beats per minute (bpm). Reportedly, the unit displayed high breaths/minute and vt, vmin and respiratory rate alarm windows displayed + + +. The customer reported that the unit was in service, connected to a patient; however, there was no harm to the patient.